Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image from digital visual interface (dvi) output due to faulty printed-circuit board. The cause of the faulty dp board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, visera elite video system center to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was no image from the digital visual interface output due to a faulty printed circuit board. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
During the inspection of the returned asset device, other malfunctions found were corroded wires. Damaged net spacers. Damaged front panel gasket. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.